Event description:
It was reported by service report that the IV pole was not secure due to the breaking of the IV pivot weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pivot weldment.